Event description:
It was reported that the atrial lead exhibited phrenic capture and loss of sensing due to lead dislodgement. It was also noted that the atrial channel failed to send any signal. The dislodgment was confirmed by x-ray. The lead was revised. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited phrenic capture due to lead dislodgement. The patient experienced loss of av synchrony. The dislodgment was confirmed by x-ray. The lead was revised . Patient was stable.